Event description:
The procedure was to place a stent in right external iliac artery via left brachial cutdown approach. A 6fr 90cm cook shuttle sheath was in place from the left brachial artery with the tip of the sheath in the right external iliac artery. The stent was flushed and loaded on the versacore .035 wire and advanced to the sheath. As the physician's assistant attempted to advance the stent through the tuohy borst adapter on the sheath he met some resistance. The rep instructed him to loosen the valve on the tuohy, which he did. He continued to meet a lot of resistance. The rep had him try and bring the stent delivery system back. He did that and the stent was not on the balloon. The stent was in the very proximal end of the sheath. The sheath was removed. Patient experienced no issues as a result.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.